Manufacturer narrative:
The onset of the patient's infection is reported within MFR report number 2916596-2019-03602. Additional admissions for this infection are reported within MFR report numbers 2916596-2019-03915 & 2916596-2019-03798.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient's driveline infection progressively worsened to sepsis. Patient was treated with keflex and rifampin then switched to ciprofloxacin. She was discharged home on (B)(6) 2016 with hospice because of her poor prognosis. Patient passed away at home on (B)(6) 2017. Low flow alarms persisted after patient passed away, patient controller was disconnected by hospice care. No autopsy was performed and the pump was not explanted and nothing was exchanged. There were no reported issues with the device function. No further information provided.